Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 500 mg/dl. The patient treated via manual insulin injection. Troubleshooting was initiated for the insulin pump. The infusion set cannula was bent. The insulin pump also passed the high pressure test. The insulin pump was not returned for analysis.